Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 12/3.0 mm balloon ruptured at 20 atms on the third inflation. The first two inflations were both to 10 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified lesion in the proximal left circumflex coronary artery. The physician used a 6 fr cordis introducer sheath for vascular access, a cordis .014 supersoft reflex guidewire and a 6 fr cordis xb 3.5 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.